Event description:
A customer reported that their AED would not power on but would power on with a spare battery. They reported that this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the AED not powering on. The log file showed the AED operated as designed.